Event description:
The patient's mother reported that the patient was having 3 seizures per month and needed to get the patient's vns checked. In addition, she needed to contact a neurologist to get the patient medication. No further relevant information has been received to date.